Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4347515. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I¿m reaching out because we received a safety report from clinical staff regarding bard/bd item # 382544 (insyte autoguard bc shielded IV catheter, wingless, green, 18g x 1.16"). Please see noteworthy incident details below: 1. The event occurred on (B)(6) 2025. 2. The lot number was 4347515. 3. The defective item was not saved and cannot be sent for further assessment. 4. There was no harm to patient or staff. 5. To my knowledge, this issue has occurred twice. Pt arrived to triage bed c and needed a stat c/s for 24 weeks twins after breaking her water and arriving with a cord prolapse. Attempt to obtain IV access and draw labs from her right ac impeded by the bd insyte autoguard bc 18ga x 1.16in (1.3 x 30mm) 95ml/min shielded IV as follows: after successful insertion the rn was unable to retract the needle via the button release. This delayed IV access. Anesthesia was updated and aware that they may need to assist but this was a device fail. Ref # on package is 382544 lot #4347515.